Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 30-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving baclofen (2000 mcg/ml, 600 mcg/day) via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that an unconfirmed catheter event occurred; they believed they may have to do a catheter revision. They were about to perform a dye study to confirm if the catheter had normal patency; if the dye study showed abnormalities within the catheter, they would proceed with the revision. There were no reported symptoms. No further complications were reported. Additional information was received from the healthcare professional via manufacturer representative. It was reported that the dye study was inconclusive. The catheter was replaced; it was found to be patent but they elected to remove and replace it. The catheter was sent to hospital pathology, and would not be returned to the manufacturer for analysis. The patient status was "alive - no injury." The patient was not responding to the prescribed dosage; they suspected the catheter may not have been in the intrathecal space. The catheter event was resolved. The patient's weight was asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.